Event description:
Ous MDR - after an implantation period of about 21 months, it was reported that the physician was unable to interrogate the device. The pacemaker was explanted and returned to biotronik for analysis. No adverse patient side effects have been reported.

Manufacturer narrative:
The device was received and analyzed. At a first step the device was interrogated without any difficulty. The memory content of the pacemaker was inspected, showing a normal device function while implanted and in service. The pacemaker was subjected to an electrical analysis. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. In conclusion, the device proved to be fully functional. The analysis of the memory content showed a normal device behavior while the device was implanted and in service. No peculiarities were noted which might have led to the clinical observation. The reported event could not be reproduced. There was no indication of a device malfunction.